Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up it was noted that the competitor right ventricular (rv) lead showed low out of range pacing impedance measurements since (B)(6) 2014. Noise and oversensing resulting in pacing inhibition was reported, but no asystole for greater then two seconds was noted. Loss of capture was reported in the bipolar configuration. The rv lead was programmed to unipolar mode and the pacing impedance measurements currently appeared normal. The device was left programmed in unipolar mode and the sensitivity was reprogrammed. The patient was kept in the hospital overnight and will be checked. No adverse patient effects were reported. A check of the device took place and no loss of capture was noted. This device remains implanted.

Event description:
Additional information received noted that a revision took place to implant a new competitor rv lead, while the existing epicardial lead was surgically abandoned and remained in the patient. It was suspected that the issue was with the distal end of the previously implanted rv lead. All measurements appeared satisfactory, and the patient was scheduled for a normal follow up. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).